Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had lost 35 pounds, and was experiencing pain at the ipg site. It was reported the ipg was superficial. The patient had requested a smaller ipg. The physician planned surgical intervention at a future date.